Event description:
The following description of the event was documented by a carefusion tech support specialist in response to an e-mail from the foreign importer's (distributor's) rep. "Vela s/n (B)(4), turbine p/n 16350 s/n (B)(4). Using time: 912h. Install in: (B)(6). Ventilator did not supply gas and alarm blew when it was using on (B)(6) 2010. Event noted alarm motor fault. After (B)(4) repaired and adjustment, we sent it back to hospital. Machine did not supply gas and no alarm again when it was using on (B)(6) 2010. Event noted nothing about the alarm. So we took it back from the hospital and operated it 72h, no failure occurs. Tech person of carefusion recommends replace turbine first. So we apply for a new one. This picture is the event. User had not changed the time. This is the info provided by our dealer, he claims his unit is alarming "motor fault" and the unit stops delivering flow, he claims our svc mgr in (B)(4) work on this problem and make some adjustments, but the problem came back, unit does not deliver flow, but there was no alarms this time. He communicated these issues to care fusion tech-support personnel, and he was told to replace the turbine. A turbine is going to be ordered for this unit."

Manufacturer narrative:
The carefusion tech support specialist has attempted to contact the foreign importer (distributor) to obtain additional info with no response received. Neither the foreign user facility nor the foreign importer (distributor) submitted a user facility/distributor report to the MFR. Event codes were derived based on info provided by the foreign importer (distributor). (B)(4). Carefusion issued a return goods authorization (rga) number to the importer (distributor) in (B)(4) for the return of the alleged faulty turbine assembly for eval. As of the date of this report the alleged faulty turbine assembly has not been received.